Event description:
Patient received a hip prosthesis (including a delta tt cup) on (B)(6) 2015. The prosthesis was then removed on (B)(6) 2015 due to infection. The delta tt cup is the only device involved which is marketed in the us. According to the incident report received, there was no malfunction of the devices, the only cause for the revision is the infection. The event occurred in (B)(6).

Manufacturer narrative:
The check of the sterilization charts of the devices involved did not show any anomaly. All of them were regularly sterilized before being placed on the market. No other signaling was received on these lot #. We have asked for further information (germ responsible for the infection, date of onset, x-rays related to the two surgeries, photos of the explanted devices) to the complaint source, but we did not receive anything, so we cannot investigate further. The event description and the above check indicate that the infection was not caused by the devices themselves. We are aware of 6 total cases of infection or suspected septic loosening with a delta tt cup. For all these cases, the devices involved were regularly sterilized before being placed on the market. (B)(4). No corrective actions have been planned. Limacorporate will keep monitored the market.